Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar did not start after the activation. The reported issue was occurring intermittently. The cable and the instrument were replaced, but the problem occurred again. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the electro surgical unit (esu) to resolve the issue. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and failure analysis investigation could not reproduce the customer reported complaint. The iesu was energized and cauterized and all ports recognized instruments. Intuitive surgical (is) followed up with the initial reporter and obtained the following additional information regarding this event: the procedure was completed with the same integrated electrosurgical unit (iesu). The issue occurred intermittently.